Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string pulled out of a tampon upon removal leaving the tampon inside. She was unable to manually remove the tampon and had to seek medical attention to remove the tampon. She experienced itchy, pain inside the uterus, pain during intercourse, and a smelly discharge.